Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420x / expiration date: 30-nov-2023y / serial or lot#: (B)(6), UDI #:(B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 21-nov-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of log file data revealed a motor start event with parameters outside of the typical range, failed motor start events, the vad stopped, vad disconnect alarms occurred and the controller exhibited a controller fault. The controller was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. V arious analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed c ontamination within both power ports. In addition, internal visual inspection revealed a crack on a standoff post within the controller housing. These are additional findings not related to the reported event. The most likely root cause of the observed contamination found within the power ports can be attributed to the handling of the device. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Analysis of the event log files revealed multiple controller power up events logged on 14/dec/2023, indicating losses of power to the controller. Of note, there were over 250 event entries logged on (B)(6) on 14/dec/2023. The event file is able to record up to 250 event entries. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest event data point is deleted to allow the newest event data point to be recorded. As a result, the initial controller power up event logged on 14/dec/2023 was not recorded in the event log file. The data point recorded in the controller's internal logs prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. No anomalies were recorded leading up to the initial loss of power. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). Review of alarm log file revealed fifty-one (51) vad stopped alarms and thirteen (13) controller fault alarms were logged on 14/dec/2023. The vad stopped alarms were logged between 02:59:34 and 03:43:20, indicating that the pump failed to restart after multiple attempts. Thirteen (13) controller fault alarms were logged on 14/dec/2023 between 03:46:18 and 10:56:29. Prior to the controller fault alarms, (B)(6) was connected to power port one (1) and no power source was connected to power port two (2); a safety alert word (saw) value was recorded on (B)(6), indicating an overcurrent alert. The controller fault alarms were due to either a power out of range condition or a fault in the controller¿s active power selection (aps) circuit. The controller fault alarms due to a power out of range were due to (B)(6) approaching 0% rsoc. The controller fault alarms due to a fault in the controller¿s aps circuit were likely triggered due to the depleted battery being connected to the controller with a very low rsoc and a low output voltage, resulting in a current below the expected range in the aps circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The battery likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. The event log file also revealed that during attempted pump start events, several controller reset events were logged on 14/dec/2023. Following the controller reset events, log files revealed instances that (B)(6) was the only one (1) power source was connected to the controller during the attempted pump start events. Analysis of the data log file revealed that during the attempted pump start events, saw values were recorded on (B)(6), indicating an overcurrent alert. During the attempted pump start events, log files recorded high power consumption, which required more current from the battery. It is likely that the overcurrent condition prevented the battery from providing power, resulting in additional losses of power to the controller. Log file analysis also revealed a vad disconnect alarms were logged on 26/dec/2023 at 10:25:57 due to the controller being powered without the driveline connected, likely due to troubleshooting. In addition, review of the event log file revealed a motor start event recorded on 05/apr/2023 at 11:19:28, in which the motor start parameters were atypical. As a result, the reported controller fault alarms, vad stopped alarms, failed motor start and atypical motor start parameters events were confirmed. A possible root cause of the initial loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller losses of power due to battery discharge overcurrent condition. CAPA pr00609659 is investigating controller resets during pump start. The most likely root causes of the vad disconnect alarm can be attributed to the controller being powered on without the driveline connected, likely due to troubleshooting. Based on the available information, the most likely root cause of the controller fault alarm can be attributed to a battery connected to the controller with a low rsoc value during a pump start attempt with high power consumption, drawing more current from the battery and resulting in a power out of range condition. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d9: yes, return date: 11-jan-2024 dev rtn to MFR? Yes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had been feeling fatigued for a few weeks prior to their death and had asked if someone would take their dog. The night of the death the patient had walked across the street to visit family and had to stop to catch their breath a few times and had to be driven back home. The patient's granddaughter stayed the night with the patient and was awoken to the controller alarming. When the granddaughter checked on the patient, they were found on the floor and cold to the touch when emergency medical services (ems) arrived. Ems reported that the controller was without power on one side and a battery was found on the bed as if the patient were going to change the battery over.

Manufacturer narrative:
UDI related data quality updates only. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient got up to change a ventricular assist device (vad) battery. Upon standing, the patient collapsed and died. No symptoms were reported prior to the patient's death, and the cause of death is unknown.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. The controller ((B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. In addition, internal visual inspection revealed a crack on a standoff post within the controller housing. These are additional findings not related to the reported event. The most likely root cause of the observed contamination found within the power ports can be attributed to the handling of the device. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/ or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Analysis of the event log files revealed multiple controller power up events logged on (B)(6) 2023, indicating losses of power to the controller. Of note, there were over (B)(4) event entries logged on (B)(6) on (B)(6) 2023. The event file is able to record up to (B)(4) event entries. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest event data point is deleted to allow the newest event data point to be recorded. As a result, the initial controller power up event logged on (B)(6) 2023 was not recorded in the event log file. The data point recorded in the controller's internal logs prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with (B)(4) rsoc. No anomalies were recorded leading up to the initial loss of power. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). Review of alarm log file revealed (B)(4) vad stopped alarms and (B)(4) controller fault alarms were logged on (B)(6) 2023. The vad stopped alarms were logged between 02:59:34 and 03:43:20, indicating that the pump failed to restart after multiple attempts. (B)(4) controller fault alarms were logged on (B)(6) 2023 between 03:46:18 and 10:56:29. Prior to the controller fault alarms, (B)(6) was connected to power port (B)(4) and no power source was connected to power port two (2); a safety alert word (saw) value was recorded on (B)(6), indicating an overcurrent alert. The controller fault alarms were due to either a power out of range condition or a fault in the controller¿s active power selection (aps) circuit. The controller fault alarms due to a power out of range were due to (B)(6) approaching (B)(4) rsoc. The controller fault alarms due to a fault in the controller¿s aps circuit were likely triggered due to the depleted battery being connected to the controller with a very low rsoc and a low output voltage, resulting in a current below the expected range in the aps circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The battery likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. The event log file also revealed that during attempted pump start events, several controller reset events were logged on (B)(6) 2023. Following the controller reset events, log files revealed instances that (B)(6) was the only one (1) power source was connected to the controller during the attempted pump start events. Analysis of the data log file revealed that during the attempted pump start events, saw values were recorded on (B)(6), indicating an overcurrent alert. During the attempted pump start events, log files recorded high power consumption, which required more current from the battery. It is likely that the overcurrent condition prevented the battery from providing power, resulting in additional losses of power to the controller. Log file analysis also revealed a vad disconnect alarms were logged on (B)(6) 2023 at 10:25:57 due to the controller being powered without the driveline connected, likely due to troubleshooting. In addition, review of the event log file revealed a motor start event recorded on (B)(6) 2023 at 11:19:28, in which the motor start parameters were atypical. As a result, the reported controller fault alarms, vad stopped alarms, failed motor start and atypical motor start parameters events were confirmed. A possible root cause of the initial loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller losses of power due to battery discharge overcurrent condition. CAPA pr00609659 is investigating controller resets during pump start. The most likely root causes of the vad disconnect alarm can be attributed to the controller being powered on without the driveline connected, likely due to troubleshooting. Based on the available information, the most likely root cause of the controller fault alarm can be attributed to a battery connected to the controller with a low rsoc value during a pump start attempt with high power consumption, drawing more current from the battery and resulting in a power out of range condition. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.